Event description:
It was reported that e360 ventilator had a defective oxygen sensor. Patient involvement is unknown. The service engineer (se) inspected the device and replaced the oxygen sensor. The se performed extended self-testing on the device and all tests passed. The serial number of the ventilator was not provided therefore the device manufacture date is unknown.